Event description:
I do not have the exact dates- but these events were documented at (B)(6). New baxter pumps were implemented to (B)(6) hospitals in 2024/2025 (novum iq large volume pumps and novum iq syringe pumps). Issues include but are not limited to blood backing up during infusions, medications infusing too slowly or rapidly, and safety mechanisms failing. The two most concerning events happened at (B)(6) hospital and (B)(6) hospital. A defect with the pumps that was able to be replicated by risk management- if the tubing terminating at the pt receives just the right amount of tension it causes a siphoning effect where the entire bag of medication will rapidly infuse into the patient, while it appears that the medication is infusing appropriately on the pump screen. To my knowledge the first event happened in feb 2025 at (B)(6) hospital where a bag of lidocaine infused into a patient. The patient showed signs of lidocaine toxicity and required lipids but survived. The second event happened at (B)(6) hospital, where an entire bag of levophed infused into the patient resulting in the patient's death. There are no safety measures in effect at this time to prevent this from happening again. Nurses and doctors are reporting all events internally. Reference report: mw5168747.